Event description:
On 08/18/2023, it was reported by a sales representative via sems that an ar-6480 pump is not responding. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system batch n10400k16 was returned for investigation. The returned device was visually inspected, and it was noted signs of wear and tear. The warranty seal was not damaged. The returned device was assembled with a new ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions for 135 minutes to see if any issue(s) could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the loud motor and caused by extended usage in the field. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, it was noted that the unit does flush correctly. Functional testing with trident (test equipment) found that every time the pressure was increased, the pump roller stopped and then moved a few seconds later. This behavior is not expected.